Event description:
A malfunction alarm was reported, indicating momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy and tandem technical support agreed to replace the faulty pump with one equipped with updated software. Instructions were provided on returning the problematic pump, including putting it into storage mode, and understanding the procedures upon receiving the new pump.